Event description:
Revision surgery - the patient experienced pain, instability, and loss of motion.

Manufacturer narrative:
The reason for this revision surgery was identified as pain, instability, and loss of motion after 2.5 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the fifth complaint for this part number: one due to dissociation, one for pain, one for the locking mechanism, and one due to wear. This is the first complaint for this lot number. The root cause for the pain, instability, and loss of motion was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.